Event description:
It was reported, the pt did not experience any stimulation. High impedance measurements were reported.

Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.